Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) was broken, and there were stripes in the image. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the r-unit was broken, and therefore, the image issues occurred accompanied by the confirmed failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope experienced faded picture during the cut. The malfunction occurred during an unspecified procedure. There were no reports of patient harm.